Manufacturer narrative:
(B)(4). The optim sheath was found externally abraded 9.7cm to 10.5cm from distal end. The abrasion was most likely a result of friction to another lead.

Event description:
It was reported that the lead exhibited an insulation anomaly. The was no report of adverse consequences for the patient.